Event description:
It was reported that a cartridge alarm occurred during insulin delivery. During troubleshooting with technical support, the alarm reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.